Event description:
The technician reported that left foot brake caster was not holding. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake caster was worn most likely due to normal wear and tear. The technician replaced the left foot brake caster to resolve the issue. Based on this info, no further action is required.